Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and fail, display window damaged but is not related to the complaint. The receiver failed to boot and charge. The receiver ceases to function, vibrates continuously. Download receiver log and review. Unable to download logs because receiver ceases to function, vibrates continuously. Run receiver functional test. Unable to run because receiver ceases to function, vibrates continuously. Open receiver case for internal visual inspection. Pass. Troubleshoot receiver and battery. No issue found with the battery. Found u4 at the main board defective, no output at tp83. The reported event that the receiver ceased to function was confirmed. The root cause for ceases to function is defective u4 at the main board.